Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) in the gastroduodenal artery (gda) using a ruby coil and a lantern delivery microcatheter (lantern). During the procedure, the lantern and ruby coil were advanced to the target location. The lantern was kinked and the ruby coil unintentionally detached inside the lantern. Therefore, the lantern containing the detached ruby coil was removed. The procedure was completed using another ruby coil and a new lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.